Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 157446, m2a-magnum mod hd sz 46mm, 946530, us157852, m2a-magnum pf cup 52odx46id, 115200, 11-104111, mlry-hd por fmrl 11x160mm, 678550. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09881, 0001825034 - 2017 - 09880, 0001825034 - 2017 - 09883.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip procedure. Subsequently, the legal counsel further reports patient allegations of severe pain. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.